Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels. However, the exact value was not provided. Reportedly, the basal rate requirement for the customer is lower than what the pumps minimum basal rate can be set at. A clinical diabetes specialist was working with an educator to adjust the pump settings.